Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse encountered a recoverable fault error 23032 and an error message on the vision side cart (vsc) stating "right hand control switches have been disabled by system". The fse also found that the right master tool manipulator (mtmr) opto switches were not working (i.e. Could not adjust positioning of mtm). The fse ordered mtm and 2 ssc shocks as foot tray will not lift. The mtm has not yet been returned for evaluation. A follow-up MDR will be submitted post-evaluation and/or if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23032 on the mtmr button related to the reported complaint. An event verification confirmed the cholecystectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to the ssc camera clutch button not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the camera clutch button was not working on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to check for an obstruction, but the customer could not see any obstructions. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer converted to another da vinci surgeon side console (ssc) to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator involved with this complaint and completed the device evaluation. Failure analysis investigation found the reported failure of "button calibration failure along axis 8 / gimbal grip" was able to be reproduced during calibration via matlab. The opto button assemblies will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.